Event description:
It was reported that a patient using the ilet for two days experienced a low blood glucose while wearing a g7 cgm, which was confirmed by a fingerstick of 58 mg/dl after a meal; the agent advised oral glucose and provided troubleshooting and education. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included user troubleshooting focused on potential contributors such as recent initiation and meal-related factors. Investigation of this case revealed an unclear cause of hypoglycemia, with potential early adaptation and postprandial management factors considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.